Event description:
It was reported that device reached elective replacement indicator and was under advisory for potential rapid battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the analysis of the product, it could not determine this device performed as described in the field action. Analysis cannot be completed at this time due to pending litigation. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.